Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endowrist stapler 45 instrument involved with this complaint and completed investigations. The stapler 45 reload, white, used in the procedure was not available for analysis. Failure analysis evaluation did not duplicate the customer reported issue. Visual inspection was conducted and one staple was found on the disposable loaded unit (dlu) connector pins in the crotch of the jaw. The staple was removed and the instrument was installed on an in-house isi 4000 system. The instrument passed recognition and engagement testing. Testing was conducted with an white reload on an in-house test strip. All staple formations passed. Review of the site's da vinci system log for the reported procedure date did not show any parameters that would suggest a poor staple formation. This complaint is being reported due to the following conclusion: during a da vinci assisted pulmonary lobectomy procedure, after stapling the patient's tissue using the endowrist stapler 45 instrument, the patient experienced mild to minor bleeding due to improper staple formation. At this time, it is unknown what caused or contributed to the endowrist stapler 45 instrument using the stapler 45 reload, white, to become malformed. There is no indication that the patient experienced a serious injury because of the reported issue. Per the information provided, the surgeon was able to obtain hemostasis. If additional information becomes available, the complaint will be re-evaluated.

Event description:
It was reported that during a da vinci assisted pulmonary lobectomy procedure, after stapling the patient's tissue using the endowrist stapler 45 instrument, the surgeon noted that the formation of the staples appeared improper, causing a lack of hemostasis. There was no report that any fragments from the instrument fell into the patient and there was no report of any patient harm, adverse outcome or injury. On (B)(6) 2015 intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) regarding the reported event. According to the csr, the surgeon used a stapler 45 white reload to staple the patient's pulmonary vasculature (normal artery and vein). The csr indicated that the affected tissue was thin and the surgeon chose the stapler 45 reload, white, due to the tissue type. This was the first fire from the endowrist stapler 45 instrument and after completion of the fire, the surgeon observed minor to mild bleeding from the staple line that appeared to be more than normal and it was at that time that the surgeon discovered that the staples were not properly formed. The csr indicated that the surgeon was able to gain control of the patient's bleeding using gauze to apply pressure to the affected area. The csr indicated that after hemostasis was obtained, no further treatment was required. According to the csr, during the surgical procedure, the surgeon did not experience any issue while clamping on the patient's tissue and there is no video recording of the surgical procedure. The csr indicated that the patient recovered fine.